Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. On fifth firing at the anastomosis of the esophagus and jejunum, fully closed the jaws of the reload. However, the green buttons did not illuminate. The status of the patient is reported as no problem.